Event description:
On 4/2002, a gliatech employee received an email from the qa/ra representative of forth medical (UK distributor) stating that consultant neurosurgeon informed their representative of an incident that they had recently experienced using adcon-l. Consultant operated on a patient and used adcon-l. In the immediate post operative phase, the patient experienced severe pain (nerve root pain) and an epidural anesthetic was used to relieve the symptoms. Consultant's own opinion was that there may have been a reaction between the gel and the patient's disc material, perhaps the annulus. Consultant states that this is their third incidenct of postoperative pain following the use of adcon. No further information is currently available at this time.